Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately 10 months post implantation due to pain, swelling, and instability. During the revision, scar tissue was debrided and a manipulation under anesthesia was performed, and the components were noted to be well fixed. All implants were replaced without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed the device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: left knee pain on a scale of 0-10 he rates his pain an 8, continues to have numbness, swelling, pain with activities, night, and instability. Revision notes: preop rom full extension with 75 degrees flexion, stable medially throughout arc motion, mid flexion lateral instability, implant well fixed, some arthrofibrosis in the retro patellar region, required mua to obtain rom. A definitive root cause cannot be determined. The complaint is confirmed with the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.